Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used for an esophagogastroduodenoscopy (egd) procedure. Patient's age, weight and gender has not been provided. Per the complainant, during the procedure, after the dilation was performed, the physician attempted to deflate the balloon using the alliance pump. Water was removed from the balloon; however, the balloon was not small enough to pass through the olympus scope for removal. The physician removed the scope from the patient, then proceeded to cut the wire at the top, and pulled the device out. The procedure was completed with this c.r.e. Balloon dilatation catheter. There has been no report of complications or injury to the patient. Post procedure patient's status was fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device expiration and manufacture dates are also unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).